Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed prior to patient connection for peritoneal dialysis (pd) therapy. The patient shook the line and tapped it on their arm until they visually saw fluid escape from the patient line. The patient then connected to the patient line and was in initial drain. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.